Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux user was unable to issue medication in the cabinet. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux user was unable to issue medication in the cabinet. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that the system was unable to issue medication. A technical support specialist (tss) was unable to remote in, as the cabinet appeared offline in the local management interface (lmi), and remote smart services (rss) was not responding. The tss asked the customer to check the globe icon, and the customer reported it was greyed out and intermittently showed color. Suspecting a network issue, the tss advised the customer to consult with the facility staff. The system functioned as intended after the technical support specialist verified the device.